Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the alarm occurred during the prime process. Customer stated that the drive support cap was appears normal. Customer also stated that the insulin pump had not bumped or dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test. The motor was tested outside the device and passed.